Event description:
On 30-jan-2026, it was reported by a distributor via email that during a surgical procedure involving an ar-3681 fibertak button, the surgeon experienced difficulty during insertion. After placing the guide and drilling the hole, the anchor required an unusual force to advance down the inserter. A significant amount of force was then needed to mallet the anchor into the pre-drilled hole. When the surgeon attempted to convert the #2 fiberwire with the shuttling links, the shuttling sutures would not advance. The surgeon reported that the suture ultimately broke while attempting to convert it. The same drill and guide were subsequently used for a second anchor, and the second anchor was inserted without issue. This was discovered during a pec repair procedure on (B)(6) 2026. Additional information was received on 09-feb-2026: all fragments were retrieved. The case proceeded without delay, and no additional anesthesia was required. Bone quality was assessed as good, with hard bone noted.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.